Event description:
It was reported that the patient had a prophylactic battery replacement. The surgeon told the patient's mother that the new generator was malfunctioning, and that the patient was not receiving any therapy. Clarification was later received. When the new generator implanted, lead impedance was high (>=10,000 ohms). The old device was put back in showing impedance the same as the new device (high). Surgeon noted they would not be performing a revision, so the new generator was implanted but left off. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Implant card received noting that the patient underwent a full revision. The explanted lead was discarded.